Manufacturer narrative:
(B)(4). Batch # m9107w. Additional information was requested and the following was obtained: was the I-blade damaged? I blade not damaged, the tip portion of the blade moved out of the jaw. The device was returned with the upper jaw detached not returned. In addition, the iblade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, used for the first time and the I blade got moved out of the jaw and unable to close the jaw. Unknown what was used to complete the procedure. There were no adverse consequences for the patient.